Event description:
End user alleges that 8 patients came back with infections after using the kit. This MDR form is for patient 2 of 8. Seven other MDR's are being submitted concurrently. Manufacturer provides customer (B)(6) with latex free dressing change kits. According to complaint information, kits were used by trained nurses in infectious disease offices on adult patients. Kits were stored at room temperature prior to use. Each use was a single use. Kits were used for dressing change on PICC lines and IV lines. Components were not used on multiple patients. Patients showed signs of skin irritation several days after dressing change occurred. Symptoms included pain, rash and blisters where the dressing was placed. Batch records show that antiseptics in the kits were likely the cause of the irritation. Antiseptics were manufactured by cardinal health. Other components manufactured by 3m. (B)(6) contacted 3m and cardinal health. (B)(6) from 3m and (B)(6) from cardinal both stated to (B)(4) that if dressing is placed on skin before the application of cloraprep has dried, trapped alcohol vapors can cause skin irritation.